Event description:
Maude event report received indicates a cleaning issue with rongeurs (all manufacturers). Upon disassembly 'copious amounts of bioburden and bone fragments in the slide area of the instruments' was noted. An in-house validation of the cleaning and decontamination process was conducted using 2 kerrison rongeurs from stock picked at random. These were disassembled and found to have the bioburden in the same area. These rongeurs were reassembled (contaminated) and given to the decontamination technician who performed the routine cleaning techniques. Disassembly found no significant reduction of the bioburden. The rongeurs were reassembled and subjected to a second, more rigorous round of decontamination in addition to the repetition of the preceding process. The minimax steam cleaner system was also used. Inspection showed no significant reduction in bioburden.

Manufacturer narrative:
This report is being filed on a general issue of sterilization, not on a specific incident with the instrument. Investigation is ongoing. No conclusion can be drawn at this time. See scanned pages.